Event description:
It was reported that the patient presented in the ER after being shocked over 60 times. T-wave oversensing was suspected. X-ray revealed that the lead had dislodged. The lead was repositioned, but dislodged again. The patient was non-compliant regarding postimplant care instructions. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.